Event description:
The reporter stated in 2007 that the device was involved in an incident and needed to be checked. No other information was supplied at that time. After many contact attempts, the only other information the reporter could provide on 02-14-07 was that he was aware the device was involved in an accident. The reporter did not known if the pump was suspected of over or under delivering. He stated that the facility just wanted the device checked in order to ensure that the pump was delivering accurately. Due to the lack of event information originally reported, the date of 02-14-07 where the reporter provided additional information is considered the device manufacturers aware date. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.